Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced on (B)(6) 2019, a blood glucose of 65mg/dl, with unsteadiness when standing and walking, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and self-treated with food and/or drink. The patient also allegedly experienced a blood glucose of 300mg/dl, with polydipsia, and polyuria on (B)(6) 2019, associated with an alleged inaccurate delivery issue. The patient self-treated with insulin via pump, and insulin via injection on (B)(6) 2019. During troubleshooting with customer technical support, it was revealed, the basal delivery totals in total daily dose matched the active basal program total or were as expected. The basal history matched the active basal program settings. The bolus totals did not match, and had a greater than 5% difference. The patient was on antibiotics for an upper respiratory infection. This complaint is being reported based on the allegation that the patient experienced hypoglycemia and hyperglycemia associated with an inaccurate delivery issue.